Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Investigated the bnp-1 complaint for a blank screen where the meter does not power on and determined that there was no indication that the product did not meet specification. No product was returned for this complaint. An extended investigation has been conducted under investigation report (B)(4), which involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed as per document 8.5.100w04. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "last (B)(6) 2023". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and, as a result, experienced feeling shakiness and called paramedics. The customer was unable to self-treat and was advised to go to the hospital because her glucose was high. An unspecified third-party treatment was rendered. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and, as a result, experienced feeling shakiness and called paramedics. The customer was unable to self-treat and was advised to go to the hospital because her glucose was high. An unspecified third-party treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on the returned meter and no issues were found. Meter powered on with button depression and strip insertion. Blank screen was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.